Event description:
Upon withdrawal, the catheter was stuck on the guide wire. Physician removed entire system as a unit. Additional information received on (B)(6) 2014: the physician used a 0.018" guide wire and admits he should have used a 0.014" guide wire. The lesion was never treated with the angioscore as it got "hung up" on the 0.018" guide wire. The physician rewired the lesion after removing the used guide wire, balloon, introducer sheath, and guide catheter.

Manufacturer narrative:
The patient information is unknown. The hospital declined to provide the information. The angiosculpt device got stuck on the guide wire. As a result, the physician removed the entire system as a unit. The physician then placed a new introducer sheath, guide wire, balloon, and guide catheter to complete the procedure, thus resulting in prolongation of the case. The lot number was not provided by the hospital; therefore, the lot number and expiration date are unknown. The angiosculpt device was returned intact to a 0.018" guide wire. The proximal section of the shaft (shaft, strain relief, and luer) was not returned. Visual examination found one scoring element ring lifted and bent at the distal bond with overflow lifting. The transition tubing is damaged and broke away from the damaged proximal bond. The distal shaft was also damaged, stretched, and accordion. The inner member is stretched over the guide wire and separated in several sections, but remained intact to the guide wire. The device manufacturer date is unknown. The lot number was not provided by the hospital. Based on the information received, the physician used the angiosculpt device off-label. The labeling states to use a 0.014" guide wire with a 6.0 x 100 mm angiosculpt device. The evidence observed during lab analysis suggests the device experienced excessive exertion of force applied by the user, thus resulting in the overflow lifting of the distal bond and the device separation. Retained device component is listed in the IFU as a possible adverse effect of the procedure.